Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an opt846 adult nasal cannula was damaged near the nasal cannula. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint device was not returned to fisher & paykel healthcare for evaluation. Therefore, our investigations is based on the information provided by the customer, previous similar investigations and our knowledge of the product. Results: the customer reported that the opt846 adult nasal cannula was damaged. No further information was provided by the customer. A lot check revealed no other complaints of this nature for lot 140908. Conclusion: without the return of the complaint device and any further information from the customer we are unable to confirm the reported problem. If the complaint device was returned it would have been visually inspected for the reported damage. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is discarded.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an opt846 adult nasal cannula was damaged near the nasal cannula. No patient consequence was reported.